Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
Asr revision; asr xl acetabular system - right hip; reason for revision: component loosening.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number dint (B)(4). Reason for original complaint - asr revision. Asr xl acetabular system - right. Reason(s) for revision: component loosening (email sent 11 jan 2013 requesting confirmation which component loose). Component loosened is cup. Update received 14th october 2014. Stem is not a depuy product. This com is to be closed to CAPA due to the reasons for revision falling within the CAPA remit and off label use of a competitor stem query confirmation received 23rd october 2014. Cup was the component that was loosened.